Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inr: 1.7, inr: 2.7, date: ng inr: 2.5, date: (B)(6) 2010, inr: 1.6, inr: 2.6.

Manufacturer narrative:
Investigation pending.